Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure the console did not start at the time to prepare the last procedure. The patient was present and sedated but the procedure could not be completed due to this event. There were no complications to the patient. This event its being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure the console did not start at the time to prepare the last procedure. The patient was present and sedated but the procedure could not be completed due to this event. There were no complications to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The field service engineer (fse) confirmed that laser failed to power up. The voltage select board was replaced. The system passed full functional and electrical safety testing. The voltage select board (vsb) was returned and visual inspection found the vsb to be in overall good physical condition. There was no physical damage to the board that could be related to the reported complaint. Based on the investigation results the issue was due to an electrical failure with the voltage select board. Based on the observed failure to power up, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The field service engineer (fse) confirmed that laser failed to power up. The voltage select board was replaced. The system passed full functional and electrical safety testing. Based on the investigation results the issue was due to an electrical failure with the voltage select board. Based on the observed failure to power up, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure the console did not start at the time to prepare the last procedure. The patient was present and sedated but the procedure could not be completed due to this event. There were no complications to the patient. This event its being reported for aborted/cancelled procedure with a patient under anesthesia.